Manufacturer narrative:
This report is submitted may 4, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to a breakdown of the skin flap and subsequent extrusion of the receiver stimulator. There are currently no plans to reimplant the patient due to their frail state.